Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 12 issue was verified, but the malfunction 0 issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. The customer will continue to use current pump. There was no adverse impact to the customer¿s blood glucose level.